Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during the load process. The contact reported the customer experienced an elevated blood glucose (bg) level of 345 (mg/dl); however, the contact attributed their bg level to incorrectly entering the amount of carbohydrates they consumed into their pump. A correction bolus was delivered to address bg level. It was indicated that injections were available for alternate insulin therapy.